Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy procedure, the patient sustained a serosal tear to the bowel during extraction of the uterus. A general surgeon evaluated the bowel injury and recommended a simple 3-0 silk suture. The surgeon repaired the bowel injury with a running stitch. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The initial reporter was present during the da vinci surgical procedure. There was no claim by the surgeon or surgical staff that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The initial reporter spoke to the surgeon regarding the reported patient injury. According to the initial reporter, the surgeon believes the injury occurred while he was using an unspecified endowrist instrument to sweep and retract the bowel in preparation to extract the uterus. The surgeon claimed that the rubbing of the instrument's wrist against the bowel caused a tear. The surgeon claimed that the bowel tissue likely got caught on the instrument's wrist. The bowel injury was successfully repaired with a stitch and the da vinci surgical procedure was completed. After the procedure ended, the surgical staff inspected the instrument and did not find any issues. No post-operative complications have been reported. On 05/26/2015, isi also contacted the site's risk management department. The risk manager did not have any information to provide regarding the reported event.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. The instrument involved with the patient's bowel injury is unknown. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. Three of the four instruments used during the da vinci surgical procedure were used in subsequent operations with no recurrences of the reported issue. The fourth instrument did not have any remaining uses after the da vinci surgical procedure was performed. This complaint is being reported due to the following conclusion: the patient sustained a bowel tear while undergoing a da vinci-assisted surgical procedure. However, there is no indication or claim that a malfunction of the da vinci system, an instrument, or an accessory occurred.